Event description:
It was reported that the skin graft mesher was not cutting uniformly when using new cutters. There was no report of injury or adverse consequences associated with this incident.

Manufacturer narrative:
This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation in 2008.